Event description:
It was reported that a patient experienced sterile peritonitis manifested by nausea, vomiting, fever, chills and cloudy drainage bag coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with an unknown antibiotic daily (dose unknown) for 13 days. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot number(s) h13d16086, h13e21067, h13f25025, and h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.